Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process.